Event description:
The office manager for the medical director in the doctor's office incurred a needle stick. The office manager dumped sharps out of the sharps container into a bag for disposal. When informed that the sharps had to be disposed of in an approved sharps container, office manager emptied the bag of used needles and syringes into a box to make it easier to pick them up to return them to the sharps container. While stirring the sharps with an object, office manager received a small prick to their right thumb through the glove office manager was wearing.